Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms. Threshold measurements were stable. The lead was tested which revealed stable impedance measurements less than 2000 ohms and stable threshold measurements. No adverse patient effects were reported. The lead remains in service.